Event description:
Info was received that the 54 cm bipolar myocardial pacing lead was part of an elective upgrade. The physician reported difficulty implanting the epicardial lead due to the pt's anatomy. During implant, ventricular tachycardia and fibrillation were observed and unable to be terminated with 50 joule shock. The pt was given CPR and put on bypass. The same day the procedure was successfully completed. That evening the pt's blood pressure remained unstable. The following morning the pt passed away. There were no allegations against any of the implanted products or that they caused or contributed to the pt's death. No product was explanted or returned.